Event description:
It has been reported that upon delivery, the hand pendants were not cleaned at the refurbishment facility. No adverse consequences were reported.

Manufacturer narrative:
Result: hand pendant was cleaned.